Event description:
The micro oscillating saw was sent in for eval because it was leaking a black substance described as a thin oily locking substance during a procedure. The substance went into the surgical site which was thoroughly irrigated for 20 minutes. A readily available alternate device was used to complete the procedure. No medical treatment was reported; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is on going; additional info will be submitted once the results analysis is complete.